Event description:
A mustang coronary guidewire was placed into a target lesion in the right coronary artery. The target lesion was 90% stenosed. During the procedure, the tip of the guidewire detached from the shaft within a branch off of the right coronary artery. There is no further clinical sequelae reported relative to the event.